Event description:
Patient ID: (B)(6), has a history of cardiomyopathy with severe left ventricle systolic dysfunction and a left ventricular ejection fraction of 43% with previous subcutaneous defibrillator implantation which was affected by premature battery depletion. The patient was deemed appropriate for operative intervention for defibrillator generator change.